Manufacturer narrative:
The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received an appropriate treatment and a non-lifevest defibrillation.   The device was started up at 10:19:02 on (B)(6) 2022. At 20:30:27 on (B)(6) 2022, an arrhythmia was detected. ECG shows vt @ 210 bpm. At 12:19:32, the patient received the appropriate treatment. Rhythm at time of treatment was vt @ 200 bpm. Post shock rhythm was sinus rhythm @ 70 bpm. At 05:17:58 on (B)(6) 2022, an arrhythmia was detected. ECG shows vt @ 230 bpm with motion artifact and lead falloff. Vt was seen during the arrhythmia detection at 05:17:58. However, motion artifact and electrode lead fall off prevented the lifevest from treating the patient. The patient received a non-lifevest defibrillation five seconds into the detection sequence. At 05:18:03, the patient received the non-lifevest defibrillation. Rhythm at time of treatment was vt @ 230 bpm with motion artifact and electrode lead falloff. Post shock rhythm was sinus tachycardia @ 120 bpm with bbb, motion artifact and electrode lead falloff. The device was shut down at 05:40:44 on (B)(6) 2022. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received an appropriate treatment and a non-lifevest defibrillation.   The device was started up at 10:19:02 on 5/9/2022. At 20:30:27 on (B)(6) 2022, an arrhythmia was detected. ECG shows vt @ 210 bpm. At 12:19:32, the patient received the appropriate treatment. Rhythm at time of treatment was vt @ 200 bpm. Post shock rhythm was sinus rhythm @ 70 bpm. At 05:17:58 on (B)(6) 2022, an arrhythmia was detected. ECG shows vt @ 230 bpm with motion artifact and lead falloff. Vt was seen during the arrhythmia detection at 05:17:58. However, motion artifact and electrode lead fall off prevented the lifevest from treating the patient. The patient received a non-lifevest defibrillation five seconds into the detection sequence. At 05:18:03, the patient received the non-lifevest defibrillation. Rhythm at time of treatment was vt @ 230 bpm with motion artifact and electrode lead falloff. Post shock rhythm was sinus tachycardia @ 120 bpm with bbb, motion artifact and electrode lead falloff. The device was shut down at 05:40:44 on (B)(6) 2022. The patient passed away on (B)(6) 2022.